Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the insulin pump. It would start beeping. It would erase the time and date. They also received an unexpected restart alarm. They would have to rewind and prime. It was fine for an hour but then the error recurred. The customer's blood glucose level was 131 mg/dl. Troubleshooting was performed. It was noted that the unexpected restart alarm was recurring during normal pump usage. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.